Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and there was resistance in the valve when attempting to purge. There was also resistance when trying to introduce the catheter into the sheath as well. The sheath was replaced and the procedure continued without issue. Post procedure, the first sheath was inspected again and the medical team was still unable to irrigate/purge--there was too much resistance. No patient consequences were reported.